Event description:
It was reported that the external pulse generator (epg) milliamperage was lower than the expected range. The epg was tested with multiple batteries, but the results were the same. The caller was advised to remove the epg from service; the current status of the unit is unknown. There was no patient involvement.